Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicated that this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) displayed oversensing of noise on the right atrial (ra) and right ventricular channel, pacing inhibition, left ventricular (lv) loss of capture and variations in rv pacing impedance measurements ranging from 100 to 500 ohms. Additional information received from the field representative indicated that the patient experienced dizziness. Asystole was noted but was less than two seconds. The patient was admitted to the hospital and a system revision was planned. This device remains in service. No additional adverse patient effects were reported.